Manufacturer narrative:
Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued.

Event description:
Miron g, strauss I, fahoum f. De novo status epilepticus possibly related to battery depletion of anterior thalamic brain stimulator. Epileptic disord. 2021.10.1684/epd.2021.1365. Anterior thalamic deep brain stimulation is an effective therapeutic option for patients with drug-refractory focal epilepsy who are poor surgical candidates. Although the precise mechanism of action of thalamic neurostimulation is unknown, studies demonstrating increased efficacy over time have raised the possibility that therapeutic benefits are mediated by stimulation-related longterm neuroplastic changes.  Reported events: it was reported that the patient's ins unexpectedly depleted 21 months after implant. Impedance was normal. The patient experienced convulsive status epilepticus. The ins was replaced and the therapeutic benefit was rapidly evident. The patient returned to previous baseline. There was no recurrence of seizure worsening. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Miron, g., strauss, I., fried, I., <(>&<)> fahoum, f. (2022). Anterior thalamic deep brain stimulation in epilepsy patients refractory to vagus nerve stimulation: a single center observational study. Epilepsy <(>&<)> behavior reports, 20, 100563. Https://doi.org/10.1016/j.ebr.2022.100563   reported events: pli 10: it was reported that the patient's implantable neurostimulator (ins) battery unexpectedly depleted 21 months after implant, which triggered gradual worsening of seizure control followed by convulsive status epilepticus, requiring ICU admittance. Impedance was normal. The ins was urgently replaced and the therapeutic benefit was rapidly evident. The patient returned to previous baseline/seizure control. There was no recurrence of seizure worsening. The following device specifics were provided: lead model 3389, ins model activa pc see attached literature article.